Event description:
It was reported that a patient presented to clinic for follow up. The device was unable to be interrogated; the physician suspects premature battery depletion of the pacemaker. The physician elected to explant and replace the pacemaker. There were no patient consequences.

Manufacturer narrative:
The reported events of premature discharge of battery and failure to interrogate could not be confirmed. The pacemaker was received in normal working conditions with battery voltage at elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The device is able to interrogate normally. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.